Event description:
The facility reported a fail code 812;02 on channel a. Info was not provided whether or not the failure occurred during a pt infusion. No reports of any pt incident involving this pump.